Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without warning which caused the patient to have elevated blood glucose levels. The patient felt sick and she took herself to the hospital. The blood glucose result was 40.0 mmol/l on the hospital's meter. The patient was treated with long and short acting insulin via syringe. She was kept overnight and released from the hospital on (B)(6) 2017. The infusion device was requested to be returned for product evaluation.